Manufacturer narrative:
The customer reported they received a loaner device and having the same issue of not enough pressure output. The customer does not use olympus brand container and tubing. Olympus technical support advised using olympus tubing and container. The customer was provided part numbers and transferred to customer service to order olympus accessories for the pump. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump did not have enough pressure output. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is most likely due to user error. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump did not have enough pressure output. The procedure was completed using a similar device. There were no reports of patient harm.